Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a mark contacted with the grasping section. The tissue pad of the subject device was severely worn. The grasping section had a mark contacted with the probe. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a lower anterior resection, four devices were used. The probe of the first device was broken off outside the patient. The user exchanged the first device for the second device and continued the procedure. The tissue pad of the second device was separated. The user exchanged the second device for the third device and continued the procedure. Seal & cut short circuit error occurred. The intended procedure was completed with the fourth device. There was no patient injury reported. Three devices were returned to olympus medical systems corp. (Omsc) for evaluation. This is the third one of three reports, which relates to the third device. On april 18, 2019, olympus medical systems corp. (Omsc) found the following: the tissue pad was severely worn. The coating for electric insulation of the probe was partially missing. This is the report regarding the severely worn tissue pad and the missing of the probe coating for electric insulation.